Event description:
It was reported that during a follow-up, externalized conductors were found via x-rays. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.